Event description:
Perforation was reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Followup information indicates the lead was replaced due nerve stimulation.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Perforation was reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.